Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was case completed? Surgery was completed with same like product taken from different lot. Lot number? Hhk082.

Event description:
It was reported that a patient underwent an achilles repair in 2018 and suture was used. During the procedure, the suture broke. Another like device from a different lot number was used to complete the procedure with no adverse patient consequences. Additional information had been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4). Representative samples were returned. During visual and functional evaluation, no defects were found and there are no deviations from the requirements.